Event description:
Info received from the facility's administrator indicated that when the pt attempted to get in the bed, the bed moved away from the pt and pt fell and fractured hip. Administrator states being 90% sure brakes were not on at time of fall.